Event description:
The patient was implanted with a left ventricular assist device. Information was received from the (B)(4) on (B)(6) 2015 stating: elevated ldh, sob, +jvd. Power spikes. No coumadin d/t gi bleed. Pump thrombus suspected. On (B)(6) tpa infusion protocol started. Vad function stable. IV heparin started and stopped d/t lower gi bleed. Platelet inhibition only. Listed for oht 1a. Repeat tpa dosing (B)(6) d/t elevated ldh. Milrinone started (B)(6). Oht (B)(6). Additional information also included that the patient underwent an urgent transplantation. Patient outcome: urgent transplantation. Thrombus event signs or symptoms: hemolysis, abnormal pump parameters. Thrombus event: intravenous anticoagulation. Thrombus event confirmed: no. Device malfunction causative factor: sub therapeutic anticoagulation.

Manufacturer narrative:
Approximate age of device ¿ 10 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4). The user facility number was not provided. The (B)(4) identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis, hemolysis and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information provided by the vad coordinator on 12/21/2015 indicated that the lvad pump will not be returned for investigation.